Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional/modified information was received on 11-oct-2023. Summary: the event of ¿post operative (24 hr) nihss score not complete¿, which has a start date of (B)(6) 2023 and was made aware to both the site and sponsor on (B)(6) 2023, was reactivated on the clinical database site, the crf. However, at the time of this review, the event ¿post operative (24 hr) nihss score not complete¿, was made inactive again. Additionally, regarding the event of ¿ischemic stroke with coma, resulting in death¿, the site awareness date of "4 aug 2023" was updated to "04 aug 2023" and the sponsor notified date of "4 aug 2023" was updated to "04 aug 2023". Therefore, no new information has been received and no changes were required regarding the reportability determination nor coding. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint (B)(4). Section b5: additional information was received on 19-oct-2023. Summary: regarding the adverse event "ischemic stroke with coma, resulting in death", the term was updated to "ischemic stroke with coma", then was updated to ¿ischemic stroke with coma due to progression of original stroke¿. The answer value for ¿if event is both serious and device or procedure related, in the opinion of the investigator and in accordance with the list of expected events in the protocol and instructions for use, is the adverse event:¿ was updated from ¿[blank]¿ to "unexpected/ unanticipated". A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Section a1: patient identifier - (B)(6). The device was discarded; therefore, no further investigation can be performed. A device history review (DHR) associated with lot 23c219av presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Stroke and the outcome of "death" are known potential complications associated with the use of the embotrap iii device and are listed as such in the instruction for use (IFU). Per the crf, the clinical database, there were no reported quality issues/malfunctions related to the devices used. The event of ¿ischemic stroke with coma, resulting in death¿ was assessed by principal investigator (pi) as being unrelated to the embotrap iii study device, unrelated to the large bore catheter, and unrelated to the primary surgical procedure. However, because the event occurred just five (5) days after the use of the devices, the correlating relationship between the event and devices remains plausible. Additionally, the patient¿s post-procedure status remains unknown. Therefore, this event will be conservatively reported to us FDA under criteria 21 cfr 803 with a classification of ¿death¿. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of four products involved with the complaint and the associated manufacturer report numbers are 3011370111-2023-00129, 3008114965-2023-00644, 3008114965-2023-00645.

Event description:
As reported via the excellent study ((B)(6)), a 75-year-old female (subject (B)(6)) with a history of hypertension and diabetes presented with a witnessed stroke on (B)(6) 2023 at 10:45. The patient was presented to the treating hospital on (B)(6) 2023 at 14:57, where CT imaging confirmed an ischemic stroke. Intravenous tissue plasminogen activator (tpa) was administered. The suspected origin of the embolism was ¿undetermined etiologies¿, although it is noted in the crf that there was ¿underlying icad (intracranial atherosclerotic disease) at the occlusion site¿. The patient¿s baseline nihss score was 23 and modified rankin scale score (mrs) score was 0- no symptoms. On (B)(6) 2023, the patient underwent an endovascular mechanical thrombectomy using an embotrap iii 5 mm x 37 mm (et309537/23c219av) for an occlusion at the terminal bifurcation of the left internal carotid artery (ica) or left ¿carotid t¿. The pre-pass mtici score was 0. Three (3) passes were done using the same embotrap iii device and resulted in a mtici score of 2a, with clot retrieval. The 4th pass was made using an unspecified device and resulted in a mtici score of 2b. During the procedure, a guidewire was used, but the brand was not specified. A 0.021 phenom microcatheter, a 132cm large bore 71 catheter (ic71132ug/ 30908801) catheter, and a 0.090 cerebase da guide 8f 90cm (gs9090sd/ lot # unknown) long sheath were also used. There were no reported intraoperative study device deficiencies. The patient¿s 24-hour post-procedure nihss assessment was not done. The patient¿s discharge/ seven-day post-procedure assessment was not entered into the crf at the time of this review. On (B)(6) 2023, the patient experienced the event of ¿ischemic stroke with coma, resulting in death¿, which was made aware to the principal investigator (pi) on (B)(6) 2023. The pi assessed this event as a serious, severe adverse event that was unrelated to the embotrap iii study device, unrelated to the large bore catheter, and unrelated to the primary surgical procedure. The event was not medically treated. The event was fatal, and the patient expired on (B)(6) 2023. Additional information was received on (B)(6) 2023. Summary of the information provided: the information indicated that there is nothing in the patient¿s chart to indicate the thrombectomy procedure was not successful. The patient¿s discharge assessments were not done; however, the patient¿s post-procedure nihss assessment score was 28 (very severe stroke symptoms). It was also commented that the patient¿s stroke, which occurred on (B)(6) 2023 and resulted in death, was attributed to [cerebral] ¿edema progression, given the malignant nature of her stroke¿. Additional information was received on 19-sep-2023. Per the additional information, a second embotrap device was used for the fourth pass, which resulted in a mtici score of 2b. The device used was an embotrap iii 5 mm x 37 mm (et309537/23c219av).

Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information was received from the excellent clinical study team on 02-nov-2023. Summary: per the additional information, the reported adverse event of ¿progression of index/ original stroke¿ was confirmed to be the ¿original stroke which had worsened which then led to subject¿s death on day 5.¿ the start date (31-jul-2023) reflects when the fatality occurred. This additional information confirms the patient did not have a second stroke subsequent to the procedure. Per the additional information received on 02-nov-2023, the clarification of the cerebral infarction being a progression of the index stroke, which was not an unanticipated event, was received, which confirms the patient did not have a second stroke subsequent to the procedure. As explained in the referenced literature article, the progression of an index stroke is defined as a complex series of biochemical events (often termed the ¿ischemic cascade¿) that occur over a period of time after the initial stroke. The degree to which the initial ischemic injury, the secondary cascade of inflammatory responses, and their associated complications play a role in the overall development of brain infarction, and the nihss score is strongly correlating to the patient¿s outcome after a stroke; a score greater than 16 is related to a strong probability of death. Review of the information suggests that patient factors, including the patient¿s baseline stroke (baseline nihss score of 23) and comorbidities, may have contributed to the death, with no indication of device malfunction. It was confirmed on the clinical database, the crf, that there were no device deficiencies during the procedure. Additionally, the event was assessed by principal investigator (pi) as being unrelated to the embotrap iii study device, unrelated to the large bore catheter, and unrelated to the primary surgical procedure. Based on this information and the assessment of the pi and mso, the event of ¿progression of index/original stroke¿ and the outcome of "death" no longer meets us FDA reporting criteria under 21 cfr 803, with an awareness date of 02-nov-2023. The file will be re-reviewed if additional information is received at a later date.